Manufacturer narrative:
The report states: the patient was revised because of a hematoma with pain. The surgeon did not use a drain in the primary surgery. While the surgeon was cleaning up the hematoma decided to change the leg length, he felt it was slightly off. Doi: (B)(6) 2009 dor: (B)(6) 2009 (right side). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. It is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of a hematoma with pain. The surgeon did not use a drain in the primary surgery. While the surgeon was cleaning up the hematoma decided to change the leg length, he felt it was slightly off. Update: 11/21/2011 - litigation papers were received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.